Event description:
It was reported that 72 hours to 1 week post implant, the patient was admitted to the emergency room for symptoms involving altered mental status and confusion. On (B)(6) 2012 the pump was filled with normal saline and the catheter was aspirated through the catheter access port (cap) and the pump programmed to minimum rate mode. The pump was then filled with fentanyl 2,000mcg/ml, dose: 96mcg/day. Additional information was requested but was not available at the time of the report. The former drug used was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information: it was reported by a healthcare provider (hcp) that the patient was found unresponsive on (B)(6) 2012 and was admitted to the hospital. The patient had not eaten in 3 days (1 day before surgery in preparation for the procedure and for 2 days afterward) which was what caused him to faint. A urine culture was obtained because the patient complained of back pain. The culture came back as positive. The morphine was titrated down from 1 mg to 0.048 mg, the minimum rate, so they could rule out or confirm that morphine was or was not the cause of the mental status issues. The patient had a normal temperature and all other vitals were normal as well. The patient's white blood cell count was very high. The patient was treated with IV levaquin and oral keflex. Telemetry was normal both on (B)(6). It was unable to be determined if morphine was causing mental status changes so on (B)(6) the patient had the morphine removed and the pump was flushed and refilled with preservative free normal saline. A dye study under fluoroscopy was also done. There were no pump or catheter issues found. The patient got better and was discharged and sent home with oral pain meds. On (B)(6) the patient called with complaints of pain. The patient stated that he wanted his pump refilled because the oral meds were not covering it. The patient presented to the clinic and was placed on fentanyl 750 mcg/ml. On (B)(6) the patient's daily dose was increased by 25%. The patient presented to the clinic again on (B)(6) for trigger point injections. The patient's next refill was (B)(6) 2013. The hcp stated that none of the patient's issues were pump related at all. The patient had no further issues and was receiving effective therapy at the time of the report.